Event description:
The facility reports the resident had been lifted in the unit. The nurse said she fixed the fixation sling on the belly of the resident tight enough and the cords were pulled on the right way. When the resident was lifted up, resident lifted their arms into the air and slipped between the slings. The nurse pushed the resident onto the bed with her legs. The pt at that time was in a terminal situation. No injuries were sustained to the pt. One week after the incident the pt died, but the death was nothing to do with the incident.